Event description:
The customer reported a leak when using the unicel dxc 800 synchron system. The leak originated from both reagent probes and was contained to the instrument. The operator wore personal protective equipment of gloves and eye protection while operating the instrument. There was no report of operator exposure or injury. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the analyzer and replaced the bubble generator assembly which resolved the issue, no further leaking was observed. Identified failure mode: the failure mode was identified as the bubble generator assembly (p/n 466160). A leaking reagent probe can impact any or all chemistries, including critical chemistries. (B)(4).